Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a carotid artery treatment procedure a balloon rupture occured. The 80% stenosed lesion being treated was located in the moderately tortuous internal carotid artery. The 4mm x 40mm x 146cm coyote balloon catheter was advanced to the lesion. The balloon was inflated to 8 atm and ruptured on the first inflation. The procedure was completed with another of the same device. There were no reported complications and the patient status is good.